Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 180251 on 2/26/2019, and no non-conformances related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on 2/27/2019. Device evaluation summary: it was reported that a 49-year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device returned without fluid. Brown material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab discovered two rents measuring 0.1 cm on the anterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent at the patch junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow and brown material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, lot #180251. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis and experienced right sided deflation post procedure. The deflation was confirmed by visual examination. As a result, the device was replaced with an unknown mentor gel implant on (B)(6) 2019.